Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor sound quality, with certain sounds perceived as painful and overwhelming, including a loud hissing noise. The patient also experienced decline in hearing and speech understanding, accompanied by vertigo and tinnitus, resulting in overall poor auditory performance since activation. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.